Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with idiopathic scoliosis underwent spinal instrumentation using navigation and o-arm. Intra-op, set screw peeled at point of contact with the thread of the tulip of the screws. Surgeon did not use the reducer to reduce the rod. Product came in contact with the patient. No patient complications were reported. Fragments were so small that they got mixed up in patients blood/tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: optical and microscopic examination identified skiving and/or deformation of the top flank of the thread, consistent with incomplete seating of the rod prior to final tightening, thus creating set screw pre-load which may have contributed to the subsequent issue.